Event description:
It was reported that after wearing the pod on the abdomen between 37 ad 48 hours, the site was red, bloody, became infected with cellulitis and the blood glucose (bg) levels rose up to 30 mmol/l (540 mg/dl). The patient contacted the doctor over the phone, who prescribed antibiotics (name unspecified) to treat the affected area.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.